Event description:
A physician deployed the trapease pvcf fem/jug 55cm csi filter in the lumbar vein instead of the inferior vena cava (ivc). He was unable to do an initial venogram because of patient issues with contrast, so he didn't realize that he wasn't in the ivc. Since he thought he was in the ivc he deployed the filter, however, when the filter didn't fully open and did not migrate, he decided to take the patient to surgery to have the filter removed. The filter was removed successfully and the patient was discharged. No filter was placed in the vena cava.

Manufacturer narrative:
Complaint conclusion: it was reported that the trapease filter was placed in the lumbar vein instead of the inferior vena cava. The patient has been discharged and there was no patient injury. Malfunction of the device was denied by the physician. An initial venogram was not performed because of patient issues with contrast, so the physician did not realize that he in the lumbar vein and not the ivc. When he deployed the filter, it did not fully open and did not migrate. He decided to take the patient to surgery to have the filter removed. The filter was removed successfully and the patient is doing fine. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15177959 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by the operational context of the device and is not related to a product quality issue. Inspections are in place to prevent damaged products from leaving the facility, and the DHR review confirmed that the product met specifications. There is no indication that there is a design or manufacturing related issue therefore no corrective action is needed.